Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed question marks in fields in latitude nxt. Technical services (ts) reviewed noting a patient data (pd) error, which is a benign telemetry error. All therapy settings were noted to be normal. Ts recommended at the time of next clinical evaluation to re-enter data for the fields that have the question marks. Additionally, ts observed an alert in which this s-icds sensing was not fully optimized this s-ICD remains in service. No adverse patient effects were reported.